Event description:
A surgeon reported an outcome of overcorrection, persistent at two months post-op, for a patient following lasik surgery. This is the first of two reports, which will follow the patient's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).